Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) despite troubleshooting attempts. X-ray showed that the ipg had flipped in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.